Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 4.7 and >8.0 inr. The corresponding lab results reported were 3.3 and 4.8 inr. The reporter stated that coumadin was held. The reporter declined product replacement.